Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 12 mmol/l. The customer treated with the pump. The customer received the alarm during fill cannula and manual prime. The customer stated that the alarm was resolved by complete set change. The customer was not able to troubleshoot during time of call.